Event description:
It was reported that an external fluid leak was observed from a u9000 during hemodialysis therapy. A crack was observed at the bottom of the ultrafilter and a reported 1000ml of fluid was leaking. Treatment was discontinued and blood was returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.